Event description:
On (B)(6) 2012, the reporter contacted animas and stated that the down arrow keypad button was intermittently unresponsive and required multiple, hard button presses to elicit a response. Reportedly the issue has gotten progressively worse. The reporter denied any damage to the rubber keypad or evidence of moisture in the pump. The patient reportedly wore the pump attached to a belt and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump vibration feature was found to have failed due to misaligned vibrator motor pins. The audio tone alarm function was confirmed to be working appropriately and the pump could still alarm to alert the user of an issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the down arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts.